Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information via the patient's remote monitoring system that the implantable cardioverter defibrillator (ICD) with the right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance. However, in the office the impedance measurement was back to normal in 80-90 ohms range. Boston scientific technical services (ts) reviewed trend and impedance measurement was stable between 80 to 90 ohms range. Other lead diagnostics appeared consistent and no episodes in logbook noted and presenting electrogram (egm) is unremarkable. Ts discussed possible causes. Additional information indicated that the cause was undetermined and the patient will continue to be monitored. The system remain in service. No adverse patient effects were reported.

Manufacturer narrative:
The device was subsequently explanted for other issues and was returned for testing. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.